Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. It was determined at analysis that the epg displayed an error code and accompanied by shutdown. It was noted that the main printed circuit board (pcb) was corroded. The upper case, lower case, keypad encoder assembly, liquid crystal display (lcd), display frame were contaminated. One of the display grommet, one display frame screw and two case screws were contaminated. The hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error code during testing. It was noted that the error code was related to "volt fault threshold low". Troubleshooting steps were taken to replace the batteries; however, the issue persisted. The epg was returned for evaluation and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.